Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The capsule was returned separate from the delivery system. The trocar needle was advanced with some blood/tissue present. The plunger was fully depressed and retracted. The analyst found no visual anomalies of the push/pull wires and thrust tip/push pin. The capsule did not attach. Failed to attach.

Event description:
It was originally reported that there was a calibration error. No patient injuries were reported.